Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) within its advancer tubing, a dilator, a s-l cvc catheter, and lidstock for evaluation. Visual inspection of the swg revealed one kink in the body. Microscopic examination confirmed both welds were present and fully spherical. The kink in the swg body was measured at 560 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.802 mm which is within specifications of 0.788-0.826 mm per swg graphic. The undamaged portions of the swg were passed through a lab inventory 18 ga introducer needle, the returned catheter, and the returned dilator to functionally test. The swg passed through all three with minimal resistance. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had one kink in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "swg (spring wire guide) was kinked during usage on the patient." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "swg (spring wire guide) was kinked during usage on the patient." No patient harm was reported. The patient's condition is reported as fine.